Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer¿s mother reported receiving an unspecified low sensor scan result compared to a laboratory result 38 mmol/l. Customer experienced weakness, feeling unwell and was administered ¿500 ml phys¿ provided by a healthcare professional for a diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent injury associated with this event.